Event description:
Hospital reported vasoview hemopro cautery is sticky and would not advance easily through the cannula. No patient harm.

Manufacturer narrative:
Trackwise # (B)(4) a lot history record review was completed for lots 3000324397, 3000325013, and 3000331131 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Hospital reported vasoview hemopro cautery is sticky and would not advance easily through the cannula. No patient harm.